Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that a system diagnostics test on a patient's device resulted in high lead impedance during initial surgery, indicating a possible lead malfunction. Md had not consented patient for a full revision surgery. The generator was replaced during the initial surgery, prophylactically. A second surgery was performed and the lead was replaced. The explanted products have been returned to cyberonics and are pending product analysis.